Event description:
A pt with pseudoexfoliation syndrome (pex) in both eyes and recurrent iritis underwent phaco-emulsification with in-the-bag intraocular lens implantation combined with dialysis of the synechiae. The posterior synechiae was caused by recurrent iritis. Eighteen months prior to dislocation a yag-capsulotomy was performed and iol was well centered. At that time, visual acuity was 0.8. The pt complained of visual acuity reduced to 0.4 in right eye, zonular weakness and a decent subluxation were detected. After lens replacement visual acuity increased to 0.6 in the left eye cataract surgery was performed a year and a half ago with no signs of lens subluxation.